Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was close to 400 mg/dl. The customer did two correction boluses and her blood glucose creased to 200 mg/dl. The customer noticed that her infusion set cannula was bent when she was changing her set; the customer blamed the bent cannula for the high blood glucose. No products were returned or replaced.